Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynx ace instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1516903) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon ruptured at the 2nd stop (arteriotomy). The device was pulled out. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested but is not available. Additional information: there was resistance while pulling back. Vessel location: peripheral vessel size: 6 mm sheath size: 7f stick location: low.